Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure on a female patient with a bmi in the low 40s, on the first firing with a green cartridge and gore seamguard buttressing, the device sounded like the battery was not up to par; the surgeon used a pulse fire technique and the firing was slower than usual sounding like the battery was dying. The firing was completed and the device was reloaded with another green cartridge with seamguard. As the surgeon was pulse firing the device, about halfway through the firing, the battery sounded like it was completely dying, so he decided to stop and reverse the blade. Upon opening the device, it was discovered that the outer two rows of staples that were deployed did not form; they looked like they did not hit the anvil on both the patient and specimen sides. The inner two rows formed and sealed normally. The area was oversewn and a new device was opened to complete the case. The surgeon commented to the rep that the tissue did not seem overly thick. The patient has been discharged and there were no patient consequences reported.